Manufacturer narrative:
(B)(4). Date sent: 11/7/2024. Was the product being used in a clinical trial? No. Did the event happen during a procedure? Yes. Were you in the procedure at the time of the event? No. Event outcome/how was it managed? Converted from laparoscopic to laparotomy to repair the caecum. Was there any consequence to the patient due to the event? No. Was the surgery prolonged due to the event? No. Has the reporter facility indicated there may be legal action? No. Please give a detailed explanation of the event: a consultant surgeon had a difficult case (lap appendicectomy) they fired the stapler to take the appendix off (using vascular cartridge for the appendicular artery), to which it fired perfectly without incident. They then noticed a tear on the caecum and the surgeon decided to reload the ats stapler to take a partial wedge off it. He decided to use a vascular reload however this reload only partially fired and the surgeon then had to do a laparotomy to sort out this further complication. Please provide answers to the following questions in relation to (B)(4). October 16, 2024 and the following information was requested: what is meant by partially fired? The staple drivers can be seen up to halfway along the reload. Approximately how far did the device cut and /or staple on both sides of the cut line? Halfway. Please describe the staple formation. Unknown. Was the tissue of the cecum inflamed or thickened? Yes inflamed.

Manufacturer narrative:
(B)(4). Date sent: 10/28/2024. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, and the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by partially fired? Approximately how far did the device cut and /or staple on both sides of the cut line? Please describe the staple formation. Was the tissue of the cecum inflamed or thickened? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that they fired the stapler to take the appendix off (using vascular cartridge for the appendicular artery), to which it fired perfectly without incident. They then noticed a tear on the caecum and the surgeon decided to reload the ats stapler to take a partial wedge off it. He decided to use a vascular reload however this reload only partially fired and the surgeon then had to do a laparotomy to sort out this further complication.

Manufacturer narrative:
(B)(4). Date sent: 1/9/2025. Additional information received: device not available for return.